Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Cause was not known. Customer consumed protein to address the BG. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.